Event description:
It was reported while a patient had been activating a pod, upon removal of the needle guard the cannula was found to have deployed early. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.